Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas with a dexcom g7 cgm experienced a hyperglycemia event, with cgm and reported blood glucose up to 401 mg/dl shortly after starting a new cgm sensor and changing the infusion set (teflon, abdomen), with no fingerstick confirmation and no symptoms reported; the medical device problem and device component could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and the glucose later returned to range. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and insufficient information to identify a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.